Event description:
Device report from synthes (B)(4) as follows: it was reported that an application instrument for sternal zipfix malfunctioned during a cardiac closure procedure. It was reported that the device did not close the zipfix tight enough and the gun may be squeezed even if the cutting handle is not seated properly. The surgery was completed with another device. No surgical delay was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the investigation cannot replicate the complaint description that an inserted implant is sleeping through the instrument jaw. However, it was found that the indented function of the instrument to prevent the user from lifting the cutting lever - while the tension lever is pulled (tension applied to the device) is not given. The investigation shows that two components of the instrument are deformed which allows the user to perform both functions at the same time. The root cause of this deformation cannot be identified by product development. A manufacturing evaluation was completed: the as received condition of the device as described as the gripping end of the zipfix instrument is not in the starting position and the zipfix instrument will still tension even though the cutting latch is not fully seated within the notch. The zipfix instrument was investigated by production employees. Because of the gripping end of the zipfix instrument is not in the in the starting position, a zipfix implant can be insert only with difficulty. The mechanism of the gripping end does not slide all the way forward because of an inadequate lubrication. The customer did not follow the lubricate instructions as per documentation. The locking springs of the cutting latch were strongly bent outwards. The bent locking springs were probably caused by excessive pressing of the operating lever. Mishandling of the customer cannot be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.